Event description:
Rn stated moog 6000 curling medical infusion pump would not prime or run during the visit. On (B)(6) 2017, rn changed the batteries and then the pump ran without difficulty and pt received the insulin. Rn stated the battery indicator read full, the rn did not have the serial number or expiration date. Rn states she will contact pt's mother to return the infusion pump. Rn did not state if the MFR could contact the pt or pt's mother. Dose or amount: 95 mg, frequency: every 2 wks, route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: e75.21, fabry (anderson disease).